Event description:
It was reported that the ilet user experienced recurring nighttime lows and post-meal fluctuations, with episodes noted after larger-than-usual meals and possible late snack. The pump delivered correction doses following pre-bed glucose rises. Symptoms included hyperglycemia followed by hypoglycemia ranging from 59 mg/dl to 305 mg/dl as well as hot flashes/ flushes. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user and clinical support. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with relevance to the user interface in communicating meal size selections. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.